Event description:
It was reported that an MRI tech fractured a finger while moving the table of a signa 1.5t twinspeed mr system. The tech caught her finger in between the side of the MRI table and the frame of the door between the scan room and the tech console area. As she was moving the pt table out of the scan room, she pinched it between the right side top rear panel of the pt table and the right side of the vertical post on the door frame. She ended up with a fractured finger and a few stitches to her right had ring finger. The technologist did not have the steering lock on and she was not using the handles on the end of the table, she was trying to maneuver the table with her hands on the sides of the table. There was no pt on the table while it was being moved out of the room.

Manufacturer narrative:
MRI tech info was not provided. Ge healthcare's investigation is completed, the MRI tech fractured her finger as a result of placing her hands in an inappropriate spot on the table top while attempting to pull the table through a narrow passage (door frame). Had she used the handles provided in the table, her hands would not have been in a position to strike the door frame when pulling the table through the door. Also had she used the available castor steer lock, the table could have been kept in a straight line as it was pulled through the door, reducing the chance of the table moving laterally towards the door frame. All equipment on the table was functioning properly, there was no indication that the table was more difficult to move than normal due to a partially set, or a castor not working as intended. The primary root cause of the finger injury was user error. No further actions are planned at this time.